Event description:
The patient had the lead and bumpy anchor removed. A new lead and extension were implanted. Once the lead was connected to the implantable neurostimulator (ins), an electrode impedance test was done at 0.7v only using 0/6 which showed greater than 10k ohms. The lead was disconnected, wiped, reinserted and tested at 1.5v, the impedances were greater than 20k ohms. The lead tail was swap, white band now on 8-15 ins port, impedances tested at 3.0v, 0/13 showed greater than 40k ohms. The lead was then tested with a multi lead trialing cable (mltc). White band on 0-7 port on mltc 0/6, impedances were greater than 40k ohms. Swap the white tail band to 8-15 port on the mltc using 0/13, impedances were greater than 40k ohms. The lead configuration was changed to 2x8 with 0/10, impedances were greater than 40k ohms; the tail was removed, wiped, and reinserted with the same results. The white tail was swap back to the 0-7 port on the mltc and impedances were greater than 40k ohms with 0/2. The lead was reconnected with the ins, white band in the 0-7 port, impedances with 0/6 were greater than 10k ohms. The physician decided to replace the lead and all the impedances were within normal limits with this lead. While the patient was in the recovery room she experienced incisional pain. The stimulation had not been turned on but will be turned on tomorrow. It was then stated the same day of surgery that the incisional pain was under control. The stimulation was turned on and was covering the patient¿s bilateral feet pain, which was the appropriate coverage. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Analysis of the lead (B)(4) found no anomaly.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial # (B)(4), product type lead; product ID 39565-65, serial # unknown, product type lead; product ID 37082, serial # unknown, product type extension; product ID 37082, serial # unknown, product type extension; product ID 3998, lot # lb5432, product type lead. (B)(4).